Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The exact figure of the reading was unknown. The customer declined to troubleshoot for the high blood glucose reading. The customer stated he was in diabetic ketoacidosis and had to go to the hospital. The customer stated he had an issue on his insulin pump and one that had an occlusion and he would like to have replacements since he will not have a new shipment until the end of the month, the product was returned for analysis.